Event description:
It was reported that during an intracept procedure, the physician was removing the diamond stylet from the introducer cannula and hard bone was encountered. The physician removed the cannula and the cannula tip encountered the physicians right thumb and went through his glove and broke skin. The diamond stylet was discarded. The physician scrubbed the affected site. The procedure was completed as scheduled and there were no patient complications. The patient has fully recovered. It was also noted that the devices were disposed of by the hospital and will not be returned.